Event description:
Boston scientific received information that this right ventricular lead displayed an increase in pacing thresholds. The device outputs were increased. Subsequently, the device continued to display increasing thresholds and decreasing impedances. A chest x-ray was performed which showed that the lead had lost some of its slack. There were no adverse patient effects as the patient had an underlying normal sinus rhythm. A lead revision procedure was performed where the lead was explanted and replaced. Again, no adverse patient effects were reported. The lead is to be returned for analysis.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was thoroughly inspected and analyzed. The lead was returned in two segments; severed approximately 13 centimeters from the is-1 terminal pin. An extracting stylet was inside the distal segment of the lead. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the proximal spring electrode, with the proximal spring stretched at that point. The helix was noted to be extremely stretched. Additional testing concluded that the lead was electrically continuous. Laboratory testing was not able to confirm the clinical allegation.

Manufacturer narrative:
The lead has not yet been received for analysis. Should additional information become available, this report will be updated.